Event description:
The customer reported that the insulin pump went blank while priming the infusion set; then the device alarmed and insulin squirted out. The blood glucose reading was 270mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.